Manufacturer narrative:
Device was not returned to the manufacture therefore no analysis possible.

Event description:
The patient returned to see the doctor on (B)(6) 2023. At that appointment the device could no longer reliably communicate with the programmer. This is one of the 25 devices impacted by premature battery depletion issue. This MDR is being filed retroactively at the request of cdrh and oii after inspection in feb. 2025. Avertix performed a voluntary recall/correction in 2023 for this issue.